Event description:
It was reported that the patient is approximately 5 years post implantation of a right total hip arthroplasty. The patient reported pain and difficulties walking within the last 6 months. The pain is reportedly located in the right leg primarily close to the groin and thigh at the top of leg and radiates down to the knee. The patient had an MRI and x-ray that were insignificant and was prescribed physical therapy twice since surgery with no relief. No additional information available.

Manufacturer narrative:
(B)(4). D10: cat# 010000663 lot# 6460591 g7 pps ltd acet shell 52e; cat# 010000740 lot# 6384379 g7 neutral arcomxl lnr 36mm e; cat# 12-115123 lot# 2948057 cer bioloxd mod hd 36mm +6 nk; cat# 00-6250-065-25 lot# 63937771 bone screw 6.5x25 self-tap. Product remains implanted and will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Proposed code: mechanical (g04) - stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical record timeline was provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent a hip arthroplasty. The patient had reported pain and difficulties walking. Findings during initial surgery: spinal anesthesia, ebl 300ml. Significant loss of articular cartilage seen on the femoral head surface as well as the acetabulum. Sciatic nerve identified and protected. Soft tissue impingement anteriorly causing posterior instability were debrided, no impingement noted after. Appropriate restoration of leg length and offset noted, stable throughout rom. Patient to recovery in stable condition. No intraoperative complications reported. Findings during follow up: pain in right leg close to the groin and top of leg that radiates down to the knee. Prescribed physical therapy twice since surgery with no relief. Patient reports they had an MRI and x-ray that were insignificant. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.